Event description:
It was reported the subject device reprocessing medivator was down and the subject device sat for 3 days. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to correct field b5 - describe event or problem: the issue occurred during reprocessing.

Event description:
It was further reported that the issue occurred during reprocessing.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: a2, a4, a5, a6, b6, b7, d4, d9, g1, h2, h3, h4, h6. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.